Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The insulin pump will not be returned for analysis. Customer reviewed the low blood glucose on care link, in the last 3 months, customer was having low blood glucose in the 80's mg/dl. Customer¿s blood glucose at time of incident was 60 mg/dl. Customer has treated low blood glucose with food. The drive support cap appears normal. The patient was disconnected during the rewind and prime sequence. Last night, the blood glucose was 405 mg/dl, before going to bed to blood glucose was 450 mg/dl. This morning blood glucose was over 500 mg/dl and the current blood glucose was 295 mg/dl. Customer treated for high blood glucose with bolusing. Customer reports bolus history displays all entries based on their recollection. Customer declined troubleshooting of the high and low blood glucose. The insulin pump will not be returned for analysis.